Manufacturer narrative:
The reported event was confirmed during visual inspection as the large led lens was found to be broken off. Due to the observed visual damage, it is a handling issue. The device was scrapped, as it was not repairable.

Event description:
It was reported that during setup prior to a surgical procedure conducted at the healthcare facility the ir lens cap was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure conducted at the healthcare facility the ir lens cap was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.